Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. At the time of this report the patient was not recovered from the peritonitis event. No additional information is available. The patient does not wish to be contacted further regarding this event.